Manufacturer narrative:
The ER records are not available, however, the pt was admitted to the hosp with a diagnosis of hemolytic anemia most likely due to hemolysis versus sepsis. During hospitalization the pt rec'd 3 units of blood and 3 units of fresh frozen plasma. The pt was discharged in 2006 and has since returned to the chronic hemodialysis unit for her regularly scheduled treatments. The discharge diagnosis was staphylococcus aureus bacteriemia, low grade disseminated intravascular coagulation (dic), elevated liver enzymes secondary to hemolysis, increased troponin, increased creatin-phosphokinase, left partial cephalic deep venous thrombosis, end-stage kidney disease, hypoglycemia due to liver pathology. Gambro technical svs field rep did not inspect the machine. The machine was inspected by facility's biomedical tech. He verified that all pressure readings, temperature, conductivity and blood pump checked out per MFR's specs. Lab results indicated grossly hemolyzed 4 specimen. The pt rec'd 3 units of blood for decreased hemoglobin, from 13.3 to 8.8 g/dl. The pt also rec'd 3 units of fresh frozen plasma as the platelet count had dropped from 437 to 161. The lactate dehydrogenase (ldh) was markedly elevated o > 8000u/l. The lab values that could differentiate this between mechanical and chemical hemolysis were not done. There is insufficient data to suggest that any gambro prod used during the treatment caused or contributed to this reported case of hemolysis. The gambro blood lines MFR sent their MDR# 8030638-2006-00020 for this event.